Manufacturer narrative:
Date of event: the event occurred on an unknown date in november 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy bag. The cause of peritonitis was unknown. The patient was hospitalized and was treated with fortaz (2g tablets per day, oral, for 7 days) for the event. Two days after hospital admission, the patient was discharged and was prescribed with amoxycillin (for 21 days). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.